Manufacturer narrative:
Available information indicates the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
The field representative checked back with the physician to see what actions were taken for this patient and was informed that the patient declined any treatments and left the hospital. At this time, there have been no further reports about this patient.

Manufacturer narrative:
The device remains implanted. This report will be updated when additional information is received.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) received multiple inappropriate shocks, suspected to be due to atrial fibrillation (af). The shocks induced ventricular fibrillation (vf). The patient was revived with external shocks. The physician doubts that the device is able to convert this patient's vf and plans to test the device. The patient was hospitalized. The device data was submitted to technical services (ts) for review. A review of the episodes confirmed the patient was in af with rapid ventricular response. The device delivered multiple anti-tachycardia pacing (atp) and shock therapies, and in two episodes therapy was exhausted. Vf was induced by the inappropriate shocks. The appearance of the egm for the final episode showed a rhythm morphology consistent with a dying heart. The field representative later reported that the patient had recovered from the event. It was later reported the patient had another episode about four days later. The physician was now planning an av node ablation, but still doubts the device is able to convert the vf for this patient. Ts reviewed the new episodes. The two events did not appear to be vt, but rather af with rvr. This explains the resistance to atp and shock therapy. Ts also discussed that any programming changes should be considered after the ablation procedure. If there is still doubt about the device effectiveness, the physician could consider a new ep study to verify cutoff rates, atp scheme effectiveness, and shock efficacy. It was also discussed that in some instances maximum energy shocks re-induce the arrhythmia due to the larger residual energy. In some instances, lower energy is more beneficial for terminating mvt, reserving higher energy for pvt/vf. No additional adverse patient effects were reported.